Manufacturer narrative:
All available information was investigated, and the reported gripper issues (single and both) were confirmed via returned device analysis and identified the gripper lines to be separated (slipped) from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported gripper actuation issues were due to the gripper lines separation (slip). The investigation determined the observed gripper lines separation appears to be related to a potential product issue. Further investigation evaluated the reported issue and determined the likely root cause of the complaint was manufacturing variability at the supplier for the l-lock component leading to higher clearance than nominal which can increase the likelihood of a gripper line slip in procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. While in the valve, it was observed that one gripper was lowering. Troubleshooting was performed, and the gripper was able to lower. However, after lowering the gripper, both grippers were unable to raise. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.